Event description:
Pt during cardiac cath for stent placement require open heart surgery and bypass of the lad after balloon got entrapped and physician was unable to pull out. Pt recovered without incident and was discharged from the hospital.